Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the material found there are requirements for conformance and a certificate of material analysis is required. A review of the customer provided image reveals the anchors and suture have been detached from the needle. No physical damage visible to the device. A visual inspection revealed the anchors and suture were returned detached from the needle. The suture knot had been tightened down to the t2 anchor as intended. The suture is coated in debris. No physical damage visible. A functional evaluation revealed the actuator tip and deployment knob function as intended. Based on the condition of the product material found during visual inspection no fracture of the implant could be confirmed. Additional material testing is not required. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during a meniscus repair, the suture of the fast-fix broke. All ts were removed. The procedure was completed with a s+n back up device. No significant delay and no patient injury or other complications were reported.